Event description:
4 1/2-year-old female underwent cardiac cath on 5/3/96. On 5/5/96 her mother reported significant burns and skin breakdown at all electrode patch sites. These were treated with bacitracin, cortisone cream and vitamin e cream and are healing well but may result in scars. MFR was contacted and stated that electrodes were for use on adults only. There is no indication on the packaging. Expiration date 5/8/97.